Event description:
It was reported that ventricular threshold went from 1.9 v at 0.4 ms at implant two days prior, to 6.0 v at 1.5 ms. An exit block was also observed on the ventricular channel. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.